Event description:
Patient was treated a total of three times in the same tissue area approximately one month apart. After the third treatment, the patient noted contour irregularities at the treatment site. During the period of time following the third treatment, the irregularities gradually began to normalize. However, the treating physician has subsequently determined that an additional aesthetic procedure to address the irregularities may be necessary.